Manufacturer narrative:
The sensor has been discarded but the inserter has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer attempted to apply a freestyle libre sensor and was unsuccessful due to the inserter not firing. As a result of being unable to monitor glucose levels, the customer experienced unspecified symptoms of hypoglycemia and required treatment of glucogen (glucagon) by a third-party. There was no report of death or permanent injury associated with this event.